Event description:
The manufacturer received information alleging device has completely stopped working, the pressure is not working, no air coming out of it, device will not turn on/device not functioning, headaches related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.